Manufacturer narrative:
Serial number unknown at time of report .

Event description:
A nurse at the customer site reported that the spo2 value obtained with the intellivue multi measurement server (mms) was lower than the blood gas value. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.